Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6)) was paused to check for rhythm during an event, however the platform will not start after the pause. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported complaint that the autopulse nxt platform (sn (B)(6) will not restart after it was paused to check for rhythm was not confirmed based on the archive review or functional testing. There was no evidence of active operation around the reported event date in the archive. The platform was tested using the service large resuscitation test fixture (lrtf) until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform was tested using the service lrtf until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. The reported complaint was not replicated during testing. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.